Event description:
It was reported the patient was experiencing ineffective therapy and a shocking sensation after a car accident. Reprogramming was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
It was reported the patient was experiencing ineffective therapy and a shocking sensation after a car accident. Reprogramming was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient's lead was fractured.